Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Caller states the patient tested 4.4 inr on the coaguchek xs system while a comparison lab returned as 2.47 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system, however the caller no longer has the test strips; replacement was sent.